Manufacturer narrative:
The device history record review of the reported lot number could not be completed because the lot number is not valid. There were nine samples returned with this complaint. Six of the samples were for flash. The flash was measured, and it was from 0.00474 to 0.01103¿. Specification is 0.016¿ maximum. One sample had a crack in the wall of the barrel. Two syringes had excessive lubricant. The reported conditions of a crack and excessive lubricant are confirmed. The exact root cause of the reported condition of flash could not be determined because the reported condition could not be confirmed as outside of specification. The exact root cause of the reported condition of a crack in the barrel was most likely caused by equipment loader problems. The exact root cause of the reported condition of excessive lubricant could not be determined from the results of the investigation. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. Inspectors routinely examine a statistical sample both physically and visually. Specifically, samples are examined throughout the production of the lot for illegible print, cracked barrel, and excessive lubricant. The lot met all defined acceptance requirements and was released. The investigation did not identify a systemic issue with the excessive lubricant in product or process and a specific root cause could not be identified. Based on the information available, a corrective and preventive action (CAPA) is not necessary at this time. This information will be utilized for trending purposes to determine the need for additional corrective actions.

Manufacturer narrative:
The incident sample has been requested but to date has not been received for evaluation. If the sample is received, or if additional information pertinent to the incident is obtained a follow-up report will be submitted. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.

Event description:
The customer reported cracks and silicone inside of syringe.